Manufacturer narrative:
A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Based on current level of information and taking into account that no further complaints have been received for this specific unit/issue, it is reasonable to assume that the replacement of the main power swicth solved the reported problem thus the most likely root cause for the reported event is a failure of this electrical component.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). Through follow-up communication livanova learned that the mains power switch was replaced by the biomedical engineer of the hospital and the device returned to service. Investigation is still ongoing. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t tripped circuit breaker and shut off during maintenance. There was no patient involvement.